Manufacturer narrative:
Correction: b3, d10 plant investigation: the complaint sample was not available for physical evaluation and no meaningful pictures were provided for review. The described situation is adequately addressed in the instructions for use (IFU) and/or on the label. Due to 100% testing, it is highly unlikely to detect a failure in a retention sample. Furthermore, only a small number of reserve samples are available. Therefore, the retention sample analysis was not done. Although all dialyzers are 100% tested for leaks (bubble-point and air testing during sterilization), leaks due to adverse environmental conditions or mechanical stress during treatment can still occur in very few cases. A review of the device history records (DHR) revealed there was no indication of any relationship with the reported failure mode. All products were found to be conforming to specifications. Based on the available information, the reported complaint was able to be confirmed.

Event description:
It was reported that an internal dialyzer blood leak occurred during a patient¿s continuous veno-venous hemodialysis (cvvhd) treatment. The patient had just been re-setup with new supplies due to a previous dialyzer blood leak. It was unknown how long after restarting the treatment that the second leak occurred. Similar to the first leak, the machine detected the blood leak and the blood leak was visually observed. No damage was noted on the dialzyer. The patient¿s estimated blood loss (ebl) was less than 50 ml. The treatment was subsequently discontinued. However, it was confirmed the patient did not experience any adverse effects due to the blood loss, and no medical intervention was needed. The sample was not available to be returned for evaluation.

Manufacturer narrative:
Note: associated MDR (MFR report #: 3002807005-2023-00021). The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that an internal dialyzer blood leak occurred during a patient¿s continuous veno-venous hemodialysis (cvvhd) treatment. The patient had just been re-setup with new supplies due to a previous dialyzer blood leak. It was unknown how long after restarting the treatment that the second leak occurred. Similar to the first leak, the machine detected the blood leak and the blood leak was visually observed. No damage was noted on the dialyzer. The patient¿s estimated blood loss (ebl) was less than 50 ml. The treatment was subsequently discontinued. However, it was confirmed the patient did not experience any adverse effects due to the blood loss, and no medical intervention was needed. The sample was not available to be returned for evaluation.